Event description:
It was reported that a flogard infusion pump alarmed failure code 6. It is unknown in which care area or the process step that this event occurred. There was no patient involvement, injury, or medical intervention related to the reported event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The customer reported condition alarm f-6 was confirmed during device evaluation. The cause was due to defective main batteries. The main battery was replaced to correct the reported condition. Should additional relevant information become available, a follow-up MDR will be submitted.